Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 7 years to 5.5 years in six months time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The expected power consumption is about 33 uw, however this device is consuming 56 uw and the power consumption is expected to continue to increase. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 7 years to 5.5 years in six months time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleted more quickly than expected. Device replacement was recommended. The device was explanted and replaced. No adverse patient effects.